Manufacturer narrative:
Concomitant medical products: product ID: 8709sc lot# (B)(4) , implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The pump was replaced on the day of the report. The patient had the pump for a very long time and the hcp did not know of any issues with it. The patient wanted to know the drug information and the hcp called the manufacturer to get the information from the manufacturer representative who was at the replacement. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, the reason for the pump replacement, the onset of the unknown event, troubleshooting or diagnostics associated with the unknown event, and if the cause of the unknown event was determined. If additional information is received, a follow-up report will be submitted.